Manufacturer narrative:
(B)(4). Additional information received on 27 november 2023 states that "both et tubes were used on the same patient. The patient did ok, was extubated and discharged to rehab. The lowest saturation was 88%" therefore, this complaint was changed from a reportable malfunction to a serious injury. Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "patient was intubated during rrt. Two tube exchanges were performed because the first 2 endotracheal tubes that were inserted/exchanged the cuff did not hold air/blew. The third tube held air in the cuff without issues". At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated. See associated MDR #3003898360-2023-01505.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "patient was intubated during rrt. Two tube exchanges were performed because the first 2 endotracheal tubes that were inserted/exchanged the cuff did not hold air/blew. The third tube held air in the cuff without issues". At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated. Associated MDR #3003898360-2023-01505.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "patient was intubated during rrt. Two tube exchanges were performed because the first 2 endotracheal tubes that were inserted/exchanged the cuff did not hold air/blew. The third tube held air in the cuff without issues". At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated. See associated MDR #3003898360-2023-01505.